Event description:
It has been reported to philips that the system did not fully boot up. The issue occurred while the system was being set up, outside of clinical use. There was no harm to patient or user reported. Philips has started an investigation of this complaint.